Manufacturer narrative:
(B)(4). Evaluation summary: product evaluation was performed on the samples received from the customer. These samples were evaluated in accordance with carefusion's inspection procedures and no issues were observed. The functional tests performed (leak) showed that the circuits are within carefusion specification. Also, the resistance test results were acceptable; however, the unit used by the hospital was not received. As part of the product evaluation, the device history record was reviewed and no manufacturing or material related anomalies that could have contributed to the reported failure were found. The product was manufactured, inspected and released in compliance with internal procedures no similar complaints have been received regarding the failure reported. The manufacturing procedure was reviewed and this code is inspected 100% by assembly personnel. Additionally, as part of the quality inspection the product is inspected functionality (leak and wire resistance). The functional tests are considered critical defects and are evaluated per aql 0.65% (sample=32, accept=0, reject=1). The product usage label p/n cf36-500 indicates the correct set up that must be followed to assure correct device functionality and avoid/prevent increased humidification (rainout). At this moment, it is not possible to determine a root cause since the failure reported was not confirmed; however, one possible cause is if the circuit is operating with flow rates less than 3lpm this may result in reduced patient humidification causing condensation in the circuit as described in the product label. At this moment there will be no corrective action since a circuit malfunction was not detected; however, the following caution is included in product labeling and it is a preventive action that is already in place: do not use this circuit where gas temperature at the outlet of the humidifier exceeds 154 degrees fahrenheit/ 68 degrees celsius. Be aware that the compliance and flow resistance characteristics of the circuit may affect the operating parameters and capabilities of the breathing machine. Do not use the heated wire circuit without gas flow. Heated circuits must have a minimum gas flow through the tubing at all times. Operating this circuit with flow rates less than 3 lpm (minute volume + background/bias flow) may result in reduced patient humidification and increased condensation in the circuit tubing. Do not place material on or around the heated wire tubing. Objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the patient. Carefusion received a user facility medwatch from the customer.

Event description:
The end user indicated that as a result of large amounts of rainout (condensation) in the circuit some of that rainout (condensation) reached the patient's airway causing a drop in heart rate and saturation levels. As a result of that the patient was supposedly put at risk. It should be noted that the suction catheter used to clear the airway of the rainout (condensation) malfunctioned during use according to the end users. The catheter used is not a carefusion product. On (B)(6) 2011, the customer ((B)(6)) provided the following additional information: a (B)(6) female patient (weight (B)(6)) was intubated for a bowel resection surgery and on (B)(6) 2011 the neonate's nurse noted that the patient's heart rate and oxygen saturation dropped. The nurse noted that there was a significant amount of condensation building up in the circuit that was about to reach the patient's endotracheal tube. The patient was manually ventilated and the heart rate and oxygen saturation went back to normal levels. There was no water in the lungs as evidenced by clear bilateral breathing sounds. The patient was extubated on (B)(6) 2011 without any sequelae.  The customer indicated that the facility has been using the breathing circuit for 15-20 years without any incident. However, approximately two weeks prior, the heater the facility uses with this circuit was changed from a fisher and paykel mr730 model heater that reached end of life to the mr850 model heater.  The customer also indicated that carefusion sales representative ((B)(6)) recommended changing the circuit to the fisher and paykel breathing circuit and the customer did so and the customer has had no further issues. The customer indicated that lot number 0000348618 is possibly the lot involved in this event.